Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). A historical review of the customer complaint database, dating back one year revealed no other reports of this nature against p/n 8713112c. One power cord, part number #8713112c, was received for eval. The sample was forwarded to the MFR, b. Braun (B)(4), and their investigation is on-going. A follow-up report will be provided after the inspection results are available.

Manufacturer narrative:
Exemption number(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). A historical review of the customer complaint database, dating back one year revealed no other reports of this nature against p/n 8713112c. One power cord, part number #8713112c, was received for eval. The sample was forwarded to the MFR, b. Braun (B)(4), and their investigation is on-going. A follow-up report will be provided after the inspection results are available.